Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a high blood glucose and diabetic ketoacidosis. The customer stated she was constantly going to the bathroom, her body was aching, and experienced vomiting. She went to the hospital and was admitted into the ICU with blood glucose over 1000 mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. The customer's blood glucose at the time of the call was 531 mg/dl and 430 mg/dl at the end of the call. The customer stated she delivered a bolus of 25 units and then another 2 units but did not receive a no delivery alarm. The customer stated she had been treating with the insulin pump and manual injection. Troubleshooting was performed and no air bubbles or leaks were found. The customer stated she experienced pain, itching, bleeding, and bruising at the site. The customer had removed the infusion set prior to calling and stated the cannula was bent. The insulin pump will not be returned for analysis. The infusion set will be returned for analysis.